Manufacturer narrative:
A patient was experienced ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The positioning of the lead has not optimal since implant, so they have not received stimulation on their left side. As a result, surgical intervention may be pending to address the issue at a later date.